Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultramini was displaying error 1. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on the same day, at 7:00 pm. As a result of the reported issue, he took his usual dose of diabetes medication (metformin 3 time/day and regular insulin 10 units). The pt also mentioned that he experienced the symptoms of dizziness, sweating, and had swollen eyes after the reported issue began. He did not receive any medical attention and was not tested on another device. The alleged issue was not resolved with troubleshooting. It was verified that this was not a new product. This complaint is being reported because the reported issue was not resolved with troubleshooting and the pt experienced symptoms after the reported issue began replacement products were sent to the lay user/patient.